Event description:
Father of infant called in with call light and stated "I think something exploded in here." Rn quickly into room. He stated there was a loud pop from the back side/top of the warmer. This rn immediately turned off and unplugged device. Room had burning smell and smoke was coming from top of the warmer. Warmer tagged out for biomed and patient required to be moved to different room due to smell of smoke/burning smell. Manufacturer response for giraffe infant warmer, (brand not provided) (per site reporter).